Event description:
It was reported that, more than ten years prior to report, the patient had several issues. There was a malfunction where the pump shut down and started beeping. Additionally, it was stated that the physician was not able to get a needle inside the patient, because the patient was so tense. The patient had a surgery related to the pump and, during the time of the issues, had experienced withdrawals. At the time of report, the patient was happy with his settings and where he was at. It was indicated that, at the time of report, the pump was delivering bupivacaine, baclofen, and morphine; however, it was unclear if these had remained unchanged since the time of the event.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2012-(B)(6), (B)(4).